Event description:
It was reported that a device intermittently powers off without user input. There was no patient involvement reported.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device evaluation found back flex chaffing exposing traces #29 and #30 where they came in contact to the right screw of the scanner bracket causing audio blip and the unit to turn on/off intermittently. The back flex was replaced.